Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital for unrelated to the device issues. The patient suffered gastric distention and bloating. Device interrogation revealed multiple episodes of non-sustained rv noise on the v sense amp channel. Noise on the discrimination channel was noted only during provocative testing. Noise episodes were correlated with gastric symptoms. No changes were made. The patient was scheduled for a follow-up.